Event description:
Customer reported that the orange cap on our syringe falls immediately after we gathered medication into the barrel. Once the medication is gathered, the nurses will recap the syringe with our orange cap, but it keeps on falling off. We had several nurses poke themselves with this situation.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 03/18/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information